Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. A field service engineer (fse) visited the site and confirmed the reported problem. Upon troubleshooting, the flex vision app failed to load on the screen, and the computer got stuck on the logo after restarting. Despite adjustments to the cpu, memory, and video cards, the issues persisted, so the flex computer was requested and taken out of service. To resolve the issue the flex vision cpu was changed, the software was loaded and return the part for further analysis and the flex viewing pc failed due to cpu issue. After some repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at philips logo. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.